Manufacturer narrative:
The ventilator was investigated by our field service engineer. The air gas module and the nozzle unit of the o2 gas module were replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. No ventilator logs were provided.since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's air gas module and the nozzle unit of the oxygen gas module were replaced. The patient involvement was unknown. Manufacturer's ref#: (B)(4).